Event description:
It was reported that ¿about 18 months ago¿, a patient noticed a loss in left sided stimulation coverage. It was reported that the patient had less than 50% therapy relief at the lead/extension location. It was reported that high impedances were measured (10000-28000 ohms) on electrodes 0-7 during a device follow up. It was stated that a revision was planned for spring 2014. It was stated that further diagnostics or troubleshooting would be performed in the future. The patient status on the day of this report was alive with no injury. Additional information received reported that the revision was yet to occur, ¿perhaps may¿. Additional information was requested but unavailable at the time of this report.

Manufacturer narrative:
Analysis of the extension with serial number (B)(4) found that all conductors were broken 5.8 cm from the distal end. The extension conductor was broken and straight wire in body. Circuit number #7 was intermittent due to dirty connector port of the extension. There were no shorts between the circuits. Analysis of the extension with serial number (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Analysis of the extension with serial number (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Analysis of the extension with serial number (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Circuit number #7 was intermittent due to dirty connector port of the extension. There were no shorts between circuits. Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies.

Event description:
Additional information received reported that the patient would be programmed for the first time at the follow-up visit (B)(6) 2014. Later, the patient had the device reprogrammed and "apparently" all areas were covered with the newly revised system.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. It was reported that there was a lead left in the patient by the previous surgeon. The patient stated that when they pulled the lead out, they pulled the nerves along with it.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that all of the patient's existing implantable neurostimulator (ins) and extensions were re moved/replaced (B)(6) 2014. The suspect extension connected to lead 0-7 was fractured in multiple locations. However, the manufacturer representative 'really had no idea' which of the extensions was at fault. High impedance of >10,000 ohms was observed on electrodes 0-7. Symptoms or complications associated with the event included less than 50% therapy relief and a loss of 'l' stim coverage at the lead extension connection location. The event occurred during the procedure. Diagnostics or troubleshooting included impedance testing. Actions required as a result of the event included replacement. The patient's status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.